Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatment without incident. The reported incident occurred after the dialyzer was reused 12 times. Hcp reports no pt injury or need for medical intervention.